Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure had been completed using the wired foot pedal. The philips field service engineer (fse) inspected the system on site, reviewed the system logs, and identified that the x-ray was inactive, resulting in the message "x-ray not possible." The fse could not duplicate the reported issue on the system; however, the customer confirmed the issue was intermittent. Therefore, the fse replaced the wireless footswitch and the base station and returned the defective wireless footswitch for analysis. The supplier's part analysis could not conclusively determine the cause of the failure. Analysis found that a hard reset did not restore the red led; instead, both the green and red leds on the battery icon illuminated simultaneously, confirming an electrical defect in the footswitch. After replacement, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to trigger x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.